Manufacturer narrative:
Concomitant medical products: product ID: 39565, serial# unknown, implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
No additional information regarding patient coding or device coding.

Event description:
It was reported the patient relocated from (B)(6). The manufacturing representative (rep) has only seen this patient one time and as far as they knew, not other rep had seen the patient since then. The patient was going to follow-up with their new physician (dr. (B)(6)) and discuss their situation. If additional information becomes available, a follow-up report will be reported.

Event description:
It was reported that there were high impedances, with some over 40,000. The patient never received good pain relief; however, the patient reported he ¿couldn¿t live without it,¿ so it did do some good, but the patient could not put it into a percentage. A manufacturing representative (rep) did not know where the situation was, but there were some high impedances. The rep tried reprogramming but the patient still did not feel stimulation where he would like it. X-rays showed the lead was covering t7-t8. A CT myelogram was also performed. The product issue was not resolved and the cause of the issue was not determined. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.